Event description:
The customer reported that during x-ray, the warning light came on and no image was displayed on the 7700 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The filter board on the generator was replaced. No conclusion can be drawn as there is no further repair information available.